Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the dilator tip was found burrs during usage on the patient by the doctor". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a dilator for evaluation. Visual examination revealed that the dilator tip was split and frayed. The defect was consistent with damage as a result of undue force being applied to the dilator tip during an attempted insertion. The dilator length from the end of the hub to the tip measured 99mm, which is within the specification limits of 95.2mm-108.00mm per the dilator graphic. The dilator tip inner diameter could not be measured accurately due to the damage observed. The dilator outer diameter measured to be 2.28mm which is within specifications of 2.28-2.34mm per product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The customer report of a damaged dilator was confirmed by complaint investigation of the returned sample. The distal tip was frayed and damaged. This appearance is consistent with undue force being applied to the dilator tip. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported "the dilator tip was found burrs during usage on the patient by the doctor". No patient harm was reported. The patient's condition is reported as fine.